Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx des was implanted in the cx and two resolute onyx des were implanted in the rca. The next day elevated enzymes and mi were reported. No actions taken. Patient recovered.